Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The receiver was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the instatrak system displayed an error message, and one receiver would not calibrate. No pt injury was reported.